Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device was conducted by oekg and following defects were found. There were a lot of scratches and the scratched chips inside the biopsy channel. The c-cover and 2 lg lenses were damaged. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, the subject device tested positive for an unspecified microorganism. The facility also informed omsc that the subject device after two cycles of reprocessing was re-tested. The result was that the auxiliary water channel of the subject device was tested positive for pseudomonas sp., the suction channel for gram-positive bacteria. The user facility reported that the subject device had been reprocessed using etd4 paa, an automated endoscope reprocessor (aer). There was no report of infection associated with this report.